Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received an error in the motor was detected by reading unexpected value from hall sensor error alarm. The customer blood glucose level was 173 mg/dl. It was also reported that insulin pump was exposed to a high magnetic field. The customer was not able to rewind the insulin pump and they were unable to clear the alarm. It was reported that the customer advised that insulin pump will need to be replaced and also advised to discontinue use of the insulin pump and revert to backup plan per health care professional's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with pump error 38 during rewind sequence due to a corroded motor home switch. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to corroded motor home switch. No pump error 43 alarms noted during testing.